Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions via unspecified infusion pumps. After unspecified lengths of time in use, the secondary tubing sets were primed and connected to the primary tubing sets for piggyback deliveries of unspecified medications. The customer contact reported the secondary medications either did not flow when initiated or after unspecified length of time in use, the infusion pumps alarmed and the nurses noted that the secondary medications did not flow. The secondary tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. This report represents all the information known by the reporter upon query by hopira personnel.